Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead revealed the coils were compressed 19 centimeters (cm) from the terminal pin. A cut in the insulation was also noted 39.5 cm and 57 cm from the terminal pin. The damage observed likely occurred during the explant procedure. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements of the conductive paths were within normal limits. Pressure tests were not successful due to the cuts in the lead insulation. Microscopic inspections of the electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that this left ventricular pacing lead exhibited loss of capture. A decrease in pacing impedance measurements and amplitude measurements was also observed. A lead revision was performed and fluoroscopy showed the lead had dislodged. The lead was explanted, successfully replaced, and returned for analysis. No adverse patient effects were reported.